Event description:
It was reported that the patient died. A 2.25 x 24mm synergy xd drug-eluting stent was deployed in the left main (lm); however, the stent migrated into the proximal left circumflex artery and was deployed where it was. During deployment, the ostial lm part of the stent had proximal stent edge shortening and a 3.00 x 24mm synergy xd drug-eluting stent was deployed at the original lesion, overlapping with the first stent. A recommendation was made for completion of the left main bifurcation stenting due to the bunching of the stent within the ostial left main. Seven days later, the patient returned to the cath lab on vasopressin and phenylephrine. During this procedure, a 3.50 x 12mm synergy xd drug-eluting stent was placed in the left anterior descending artery to lm. During proximal optimization technique on the left main portion of the stent, there was again stent edge shortening. Two days later the patient died. The primary cause of death was non-st-elevation myocardial infarction (nstemi).